Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were noted at 48.0-49.1cm and 54.4-55.6cm from the connector pin. The etfe coating was intact at these locations.